Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head started rattling at one point, then the head became detached [device breakage]. No adverse event [no adverse event]. Case description: a wife reported via phone on (B)(6) 2017 that she purchased a pack of 4 oral-b power oral care refills precision clean, and the first brush head out of the pack was used a few weeks ago. She reported that the brush head used by her husband of unspecified age started rattling at one point, and then the head became detached last week. The reporter scratched the gray logo of one of the affected brush heads with a coin, and stated "nothing happened." No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
MFR 23-mar-2017 product investigation results: reporter returned 3 toothbrush heads on 21-feb-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head started rattling at one point, then the head became detached [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a wife reported via phone on (B)(6) 2017 that she purchased a pack of 4 oral-b power oral care refills precision clean, and the first brush head out of the pack was used a few weeks ago. She reported that the brush head used by her husband of unspecified age started rattling at one point, and then the head became detached last week. The reporter scratched the gray logo of one of the affected brush heads with a coin, and stated "nothing happened." No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.